Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One unknown lb screw was not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use and risk files to address reported event. Device history record (DHR) review could not be performed as the item/lot number associated with the reported device was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history could not be performed as the item/lot number of the reported device was not available. Therefore, based on the available information, device malfunction and the reported events could not be verified as the exact details of event were non-verifiable and the product was not returned.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). PMA/510(k) number not available.

Event description:
It was reported that patient referred having a loose crown. Patient also lost the implant. Crown and implant were removed. Patient would rescheduled for new implantation. Crown had been placed on (B)(6) 2011.